Event description:
It is reported by the nurse of the hospital that during handing over the implant it is observed that the inner blister is damaged although the outer blister is faultless. Therefore, because of suspicion of having an unsterile product, a replacement was available to complete the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive/inappropriate handling whereby the packaging appears to have been impacted to the extent that the outer blister cracked under compressive force. -medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
It is reported by the nurse of the hospital that during handing over the implant it is observed that the inner blister is damaged although the outer blister is faultless. Therefore, because of suspicion of having an unsterile product, a replacement was available to complete the surgery.